Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to the peritonitis. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). One day after onset, the antibiotic treatment was withdrawn and the patient passed away. The cause of death was due to peritonitis. Dianeal therapies were ongoing up until the date of death. It was not reported if an autopsy was performed. No additional information is available.